Event description:
Medtronic minimed 670g, insulin pump distributed too much insulin resulting in severe low blood sugar that required I go to the emergency room. The dr also tested my potassium which was diagnosed as acute hypokalemia. I have been type 1 diabetic since age 11 and I have never had a complication until then at age (B)(6). I began using this pump. Prior to this pump, I ws doing injections. I was constantly having low blood sugars on this pump but was told it was normal. Then on (B)(6) 2018 I did my normal done for dinner which was approx 6 units. About 25-30 mins after dosing my pump alerted me to low blood sugar. (I had eaten approx 60 carbohydrates) my blood sugar was in the 40's I turned off my pump and I treated it and noticed my blood sugar would not go up. I continued treating it multiple times with cans of sugar pepsi, skittles etc and bs still not rise. I finally gave myself a glucagon injection and still was unable to get my bs to rise. I went to the ER where they monitored my blood sugar and based on the large amounts of sugar I had given myself my blood sugar remained in the 50/60 range with no extra treatment. The dr told me my low potassium was due to insulin overload. After I got home I added up how much insulin I received during the time I gave myself my normal dose and what the pump kept giving me (even though my blood sugar was in range and wasn't suppose to give me any), I ended up having 15-16 units of insulin total. I called my dr, my medtronic support, medtronic help line and my worry was dismissed. I am absolutely convinced this pump malfunctioned and no one would listen to me. That was the last day I ever wore the pump and I returned it. FDA safety report ID# (B)(4).